Manufacturer narrative:
Continuation of d10: product ID 8551 (lot: 0226649679); product type: 0001-accessory; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was emptied on the operating table using the 8551 filling set. The rep observed the procedure and all steps were carried out according to the manual. A maximum of 34 ml of fluid could be aspirated from the brand-new pump. After that, air bubbles became visible, and the syringe plunger was harder to pull, as reported by the physician. Subsequently, the 22 gauge puncture needle from the refill set was removed from the pump septum, attached directly to a luer-lock syringe, and the pump septum was punctured again. Once again, neither additional fluid nor air could be aspirated. Following this, the pump was filled. Initially, 20 ml of medication were smoothly filled using a 20 ml syringe. Then, an attempt was made to fill sodium chloride (nacl) from a 20 ml syringe into the pump. After 14 ml, a strong resistance was felt at the plunger, and no further fluid could be introduced into the pump. The pump was emptied again, and only 34 ml of fluid could be aspirated. Consequently, it was decided not to implant the 8637-40 pump. The issue was not resolved at the time of this report. It was reported that there was no patient involvement with this event.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. Analysis of the returned refill kit identified a barb at the tip of the needle that did not affect the performance of the device in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.